Event description:
The customer states display has a line running down the lcd and is dim at highest setting. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that the display is distorted. The unit has 3.00 software. The customer requested part numbers to correct the issue and for the end cap. Product support advised the customer to replace the entire display and calibrate touchscreen. Product support provided part numbers and prices. The customer is taking responsibility to correct/repair device. The customer has been notified to contact philips if this does not address their device issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomedical engineer replaced the rp-ui assy, 2nd gen, non eng, v60 & rp-end cap, bezel, v60. The biomedical engineer reported that the part had already been disposed of; therefore, no part is returning for investigation.